Manufacturer narrative:
Section a4 and a5 patient information: information unknown/not provided. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, the customer did not provide it. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted. The patient had unbalanced visual acuity and halos. The lens was replaced with a different jnj model and diopter ( dxw150 21.5 diopter). The patient did not have pre-existing issues that contributed to the reported event. There were no surgical interventions such as a vitrectomy, incision enlargement or capsule tear. Reportedly, the patient outcome is pending. The explanted iol is not available for return as it was discarded. No further information was provided.